Manufacturer narrative:
The actual device was returned for evaluation. The scalpel tray in the pouch contained part of the splice, greatly negatively impacting the seal surface. It was missed during aspen's production run because the label faces up to the operator, therefore the red splice goes undetected since it faces downward. DHR shows all requirements passed per the control plan. Operators were re-trained on the relevant work instructions related to splicing of product. The root cause was a manufacturing error. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that product was discovered with sealing issues. No injury/death was reported. This is entered in our complaint handling system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with sealing issues. The actual device is available for evaluation. The manufacturing lot number was provided for review. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.